Manufacturer narrative:
Date of event unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Root cause: larger droplets of the solution in close proximity to one another then tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type.

Event description:
It was reported that the additive of the bd vacutainer® plus blood tube had been changed to a moist yellow shape. The droplets of edta were larger than normal and they were yellow in color. No serious injury or medical intervention.